Event description:
Perceval pvs25 was attempted to be implanted on (B)(6) 2017, due to patient annulus anatomy it was decided to replace the perceval with a stented valve size 21. Patient did not survive to the surgery.